Event description:
The customer reported that the system shut down in the middle of a case and would not reboot. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reloaded system software. The system operates intended.